Event description:
Patient contacted dexcom technical support on (B)(6) 2012, to report that upon removal of sensor on (B)(6) 2012, due to sensor failure, she noticed the sensor wire protruding from her skin. The patient removed the wire from her skin. At the time of her call to technical support, patient reported being in fine condition. She reported no discomfort or medical intervention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.